Event description:
It was reported that patient underwent total knee arthroplasty utilizing spring drill pins on (B)(6) 2015. During the procedure, the pins hit the cortex at an oblique angle and fractured. The fractured pieces remain embedded in the cortex and have been retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.